Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24 mm watchman laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) years post procedure the patient underwent a transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the posterior side of the closure device. The physician restarted the patient on coumadin in response to this event with a plan to perform a follow up tee at a future date. The patient is expected to make a full recovery and did not experience any other complications.